Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that rust was noticed on the probes prior to the procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: rust was noticed on the probes the probable root cause/s could be the visual effect of the glue burnt which changes color during use, blood stain. (B)(4).

Event description:
It was reported that rust was noticed on the probes prior to the procedure.